Event description:
According to the e-mail from the mhra dated 14. June 2022: suspected slip of locking nut in pedicle screw in scoliosis implant. This led to slight loss of correction of the deformity. There is also a possibility of meta debris now the locking mechanism is loose according to surgeon (1. (B)(6) 2022) at the follow-up examination one year after surgery, everything was fine. There was no sign of potential locking nut loosing. Because the patient is asymptomatic, there is no additional surgery planned.